Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Additionally, review of the device data identified elevated threshold measurements on the atrial channel. A boston scientific technical services consultant documented the reported clinical observations and discussed programming options and recommended further troubleshooting. No adverse patient effects were reported.